Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system halts at 00:00. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. Later the issue reoccurred and customer ordered hard drive, flex vision pc, and video splitter in another case ID. To date, there have been no further reports of this issue.

Event description:
It has been reported to philips that the system failed to boot-up, stalling at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.